Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-sensed t-wave oversensing was observed. Programming changes were made. The changes reduced the episodes, but the oversensing has not been fully resolved. The patient was stable.